Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was corrosion on the usb port of the pump which caused the pump to intermittently stop charging. The customer's blood glucose (bg) level was 183 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.